Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and balloon catheter. During the procedure, the physician made two passes in the target vessel using the jet7; subsequently the jet7 was removed. While flushing the jet7 with a syringe to remove the blood clots on the back table, the distal end of the jet7 expanded; therefore, the jet7 was not used for the remainder of the procedure. The procedure was completed using a non-penumbra reperfusion catheter and non-penumbra stent retriever. There was no report of an adverse effect to the patient.